Event description:
It was reported that atrial undersensing was seen during a vt episode. Atp was delivered, but did not break the rhythm and the patient converted on his own. The patient was dizzy and lightheaded during the episode. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.